Event description:
Per the clinic, the patient had no hearing with the device and experienced extrusion of the receiver/stimulator, after sustaining a head trauma in (B)(6) 2026 (specific date not reported). The device was subsequently explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.